Manufacturer narrative:
(B)(4). Adverse events (revision surgery) submitted via mw# 2210968-2020-10116. Adverse events (exploratory surgery) submitted via mw# 2210968-2020-10117. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2005 and the mesh was implanted. It was reported that in 2008 the patient had revision surgery due to bowel problems, urinary problems, intimacy problems and pain. It was reported that the patient had "every test" possible to try and narrow it down to some other medical cause. The list of tests include: upper gi scope, colonoscopy, CT scan and MRI. Patient diet was changed. It was also reported that pain meds could not be prescribed because the patient had severe constipation. It was also reported that in (B)(6) of 2019 the patient underwent an exploratory procedure to see if the mesh was the cause of the patients issues. It was reported that the surgeon noted that the mesh was just lying there, and it had attached itself here and there. It was attached to something to do with the patients testicles. It was also reported that the current surgeon removed the mesh and immediately the symptoms went away with in two weeks.